Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time regarding the ipg revision.

Manufacturer narrative:
Additional information was received that the patient's ipg would heat all the time and was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4) .